Event description:
It was reported that a short episode of loss of capture was seen on a stored egm for non-sustained lead noise. The patient was asymptomatic. During the clinical visit the noise could not be reproduced and the capture threshold was in normal range. The device was reprogrammed and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.